Manufacturer narrative:
The initial medical device report was submitted 2938836-2014-10550 correction: lithium clusters were observed during the analysis. No additional analysis is necessary

Event description:
It was reported that an asymptomatic patient presented in-clinic after receiving a vibratory alert. Device interrogation confirmed premature battery depletion. No recent sources of battery drain was noted. The device was explanted and replaced. The patient was discharged after the procedure without any adverse consequences.